Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During insertion in patient vessel the physician wanted to insert an 8 x 10 smart control stent into the patient body and opened the 8 x 10 stent box. After procedure, he realized the actual product was an 8 x 8 size.

Manufacturer narrative:
Additional information: two products were returned for inspection. Complaint conclusion: the cc has been updated to reflect return of the product for analysis. It was reported that the physician opened a box labeled as a smart control 8 x 10 stent. After the procedure, he realized that the actual product was an 8 x 8 smart control stent. Multiple attempts have been made to gather additional information. However, no additional information regarding this event has been provided. Products were returned for inspection. Two non sterile units of smart control, one 8 x 60 mm and on 8 x 100 mm were received coiled in the same plastic bag. The 8 x 60 mm unit was kinked at 1.4 cm and the 8 x 100 mm at 3.5 cm from ID band. Packages (inner/outer), labels, stent and locking pin of both units were not received. Blood residues were observed at ID band in both units. It was also noted that the sizes mentioned in the service request description (8 x 10 and 8 x 8) do not exist in the smart control products, in addition quantity received does not agree; actually received two units (8 x 60 and 8 x 100, respectively). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the above there is not enough information to confirm the reported event at this time; however, procedural factors may have impacted the event. The cause of the kinked outer sheath found during analysis could not be conclusively determined; however it could be related to the coiled condition of the units received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. Without return of the actual labeling or pictures of the deployed stent the statements made by the user cannot be verified. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event.

Manufacturer narrative:
The product was actually never returned for analysis. It was reported that the physician opened a box labeled as a smart control 8 x 10 stent. After the procedure, he realized that the actual product was an 8 x 8 smart control stent. Multiple attempts have been made to gather additional information. However, no additional information regarding this event has been provided. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15052690 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 4 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15052690. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. Without return of the actual labeling or pictures of the deployed stent the statements made by the user cannot be verified. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event.